Manufacturer narrative:
In an research article the events of in-hospital deaths due to cardiac failure and infections and 1 post-operative death due to endocarditis were reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 3014918977-2021-00068. The article, "mid-term clinical and haemodynamic results after aortic valve replacement with the trifecta bioprosthesis", was reviewed. This research article is a retrospective single center experience to evaluate the clinical and hemodynamic results after implantation of the trifecta bioprosthesis. Sjm trifecta valve was associated with the study. The article concluded that these results confirm the excellent clinical performance of the trifecta valve, particularly in an elderly age group. The primary author of the article is augustijn mortele, ghent university, faculty of medicine and health sciences, ghent, belgium. The correspondence author of the article is katrien franc¸ois, department of cardiac surgery, university hospital ghent, corneel heymanslaan 10, 9000 ghent, belgium with the corresponding email:katrien.francois@ugent.be.